Event description:
On (B)(6) 2006, the pt had the removal of pacemaker on the l side and insertion of pacemaker in the right ij-line dual chamber. The surgeon in his operative note describes the procedure as follows: the l subclavian incision was made in pre-existing scar over the pacemaker. The pacemaker and leads were mobilized out of wound. There was a crack in both leads and they were pretty much denuded and strung out. So he capped and divided them. Then new leads were inserted. Note: leads not removed from pt so unable to return to manufacturer.